Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range impedance was observed. The patient was asymptomatic. A chest x-ray was ordered, and the physician will proceed once that has been done.